Event description:
It was reported that two (2) large volume multirate infusors overinfused. It was further reported that the infusion was finished after 32-34 hours, instead of 40 hours. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between march 25, 2022 to march 26, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.